Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v001614, implanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
It was reported that four of the patient leads were not working. The healthcare provider later reported that the patient had not been seen at their office since surgery (B)(6) 2006.